Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with a hysterectomy with bso, vulvar vestibulotomy and appendectomy on (B)(6) 2002 due to stress urinary incontinence, dysmenorrhea, dyspareunia and right lower quadrant pain and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and vaginal scarring.